Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of an mr850 respiratory heated humidifier was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 was returned to fisher & paykel healthcare new zealand where it was performance tested. Results: performance testing revealed that the audible alarm was functioning as per intended. Conclusion: we are unable to determine what may have caused the reported event, as no fault was found with the audible alarm of the returned subject complaint device. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). The complaint device is currently en-route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation, we will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of an mr850 respiratory heated humidifier was not working. There was no patient involvement.